Event description:
The purchasing manager at the hospital reported to sale rep that during a surgery, the device broke in 2 pieces.

Manufacturer narrative:
It is not known at this time if the device will be returned for evaluation. Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.